Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver a shock due to slow ventricular tachycardia (vt). The caller suspected it was an appropriate shock but wanted to understand why a shock was delivered. Technical services (ts) reviewed device data and confirmed the patient's vt was speeding up and slowing down throughout the event. The first shock was diverted due to the change in rhythm; however, a second shock was committed when the rate slowed down, and a shock was delivered. Ts confirmed this was normal device operation since two divert reconfirms are not allowed. Ts recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received. It was reported that this ICD induced the patient into vt after a right ventricular automatic threshold (rvat) test. Ts confirmed two right ventricular (rv) pacing beats with short atrioventricular delay were observed prior to a premature ventricular contraction (pvc), which caused the start of the vt. Anti-tachycardia pacing (atp) was provided but was unsuccessful. Six electric shocks were provided, which successfully converted the rhythm. Ts recommended turning off rv trend. It was noted the patient experienced discomfort with rv pacing. Also, it was noted the patient had intermittent vt during implant of this ICD. This ICD remains in service. No additional adverse patient effects were reported.